Manufacturer narrative:
The customer returned meter serial number ((B)(4)). The returned meter was investigated with returend test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The product has been returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. Note: the actual date of the reported medical event is unknown. Note: the device manufacture date for the reported meter serial number is unknown as the reported meter serial number is incorrect based on the manufacturer serial number format. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that two weeks prior to contacting customer service, she received an unspecified reading on her adc blood glucose meter, which she perceived to be low. Customer further reported she experienced symptoms described as "felt weak, tired, and had headache" and stated she "took glucose tablets". Customer self-presented to a health care professional (hcp) where her blood glucose was checked (unknown result) and she was given glipizide, which, according to the customer, was to "lower (her) blood sugar" and was "not (her) regular medication". Customer did not know what, if any, diagnosis was received by her doctor. There was no report of death or permanent impairment associated with this event.